Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient had suffered significant third-degree burns resulting from an artic sun temperature management system while hospitalized at (B)(6) medical center in (B)(6) 2023. It was reported that the patient experienced burn injuries with the use of the artic sun device.

Manufacturer narrative:
The reported event is confirmed. There was insufficient information to identify a root cause. Photo samples and medical records were reviewed from the reported event. Large areas of damage and discoloration to skin were noted on the left upper thigh, left abdomen, right thigh and gluteal area. A DHR review was unable to be performed as the lot number is unknown. The product catalog number for this device is unknown. However, it can be deduced to IFU baw7667062 for non-neonatal arctic gel pads. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Arcticgel¿ pads - instructions for use, intended use: the arctic sun® arcticgel¿ pads are intended for use with the arctic sun® temperature management system, to provide energy (heat) transfer between the patient and the temperature-controlled water circulating through the arcticgel¿ pads in order to provide targeted temperature management. Indications for use the arctic sun® temperature management system is a thermal regulating system, indicated for monitoring and controlling patient temperature in adult and pediatric patients of all ages. Contraindications there are no known contraindications for the use of a thermoregulatory system. Do not place arcticgel¿ pads on skin that has signs of ulcerations, burns, hives or rash. While there are no known allergies to hydrogel materials, caution should be exercised with any patient with a history of skin allergies or sensitivities. Warning do not place arcticgel¿ pads over transdermal medication patches as warming can increase drug delivery, resulting in possible harm to the patient. Cautions federal law restricts this device to sale by or on the order of a physician. This product is to be used by or under the supervision of trained, qualified medical personnel. The clinician is responsible for determining the appropriateness of use of this device and the usersettable parameters, including water temperature, for each patient. For small patients (less than or equal to 30 kg) it is recommended to use the following settings: water temperature high limit less than or equal to 40c (104f); water temperature low limit greater than or equal to 10c (50f); control strategy equals 2. It is recommended to use the patient temperature high and patient temperature low alert settings. Due to underlying medical or physiological conditions, some patients are more susceptible to skin damage from pressure and heat or cold. Patients at risk include those with poor tissue perfusion or poor skin integrity due to edema, diabetes, peripheral vascular disease, poor nutritional status or steroid or high dose vasopressor therapy. If accessible, examine the patient¿s skin under the arcticgel¿ pads often; especially those patients at higher risk of skin injury. Skin injury may occur as a cumulative result of pressure, time and temperature. Possible skin injuries include bruising, tearing, skin ulcerations, blistering, and necrosis. Do not place bean bags or other firm positioning devices under the arcticgel¿ pads. Do not place any positioning devices under the pad manifolds or patient lines. Do not allow urine, antibacterial solutions or other agents to pool underneath the arcticgel¿ pads. Urine and antibacterial agents can absorb into the pad hydrogel and cause chemical injury and loss of pad adhesion. Replace pads immediately if these fluids come into contact with the hydrogel. Do not place arcticgel¿ pads directly over an electrosurgical grounding pad. The combination of heat sources may result in skin burns. Carefully remove arcticgel¿ pads from the patient¿s skin at the completion of use. Aggressive removal or removal of cold pads from the patient¿s skin may result in skin tears. The arcticgel¿ pads are non-sterile for single patient use only. Do not reprocess or sterilize. If used in a sterile environment, pads should be placed according to the physician¿s request, either prior to the sterile preparation or sterile draping. Use pads immediately after opening. Do not store pads in opened pouch. If warranted, use pressure relieving or pressure reducing devices under the patient to protect from skin injury. The arcticgel¿ pads are only for use with an arctic sun® temperature management system. The arcticgel¿ pads are for single patient use. The water content of the hydrogel affects the pad¿s adhesion to the skin and conductivity, and therefore, the efficiency of controlling patient temperature. Periodically check that pads remain moist and adherent. Replace pads when the hydrogel no longer uniformly adheres to the skin. Replacing pads at least every 5 days is recommended. Directions for use: arcticgel¿ pads are only for use with an arctic sun® temperature management system control module. See operators manual for detailed instructions on system use. Select the proper number, size and style pad for the patient size and clinical indication. However, the rate of temperature change and potentially the final achievable temperature is affected by pad surface area, patient size, pad placement and water temperature range. Best system performance will be achieved by using the entire pad set (4). If the entire set of pads is not used, the minimum flow rate may not be achieved. For patient comfort, the pads may be prewarmed using water temperature control mode (manual) prior to application. Place the pads on healthy, clean skin only. Remove any creams or lotions from patient¿s skin before pad application. Remove the release liner from each pad and apply to the appropriate area. The pads may be overlapped or folded adhesive-to-adhesive to achieve proper placement. The pads may be removed and reapplied if necessary. The pad surface must be contacting the skin for optimal energy transfer efficiency. Place pads to allow for full respiratory excursion. Attach the pad¿s line connectors to the patient line manifolds. Begin circulating water through the pads using either patient temperature control mode (automatic) or water temperature control mode (manual). If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections, then if needed replace the leaking pad. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 1.7 liters per minute, which is the minimum flow rate for a full pad kit (4). When finished, empty water from pads. Cold temperature increases the adhesiveness of the hydrogel. For ease of removal, leave pads on the patient for approximately 15 minutes to allow the hydrogel to warm. Slowly remove pads from the patient and discard. Any serious incident that has occurred in relation to the device should be reported to the manufacturer and the competent authority of the member state in which the user and/or patient is established. Correction: a, b, f, h. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient had suffered significant third-degree burns resulting from an artic sun temperature management system while hospitalized at (B)(6) medical center in (B)(6) of 2023. It was reported that the patient experienced burn injuries with the use of the artic sun device. The patient's medical records were received from the legal team on 20-aug-2024. Due to file size, the records are unable to be attached. The 41-year-old female patient went to the (B)(6) emergency room (ER) on (B)(6) 2023 for evaluation of cough/congestion, and shortness of breath for the past 7-8 days. The patient reported worsening symptoms and development of mid back pain, and the symptoms worsened with mild exertion and pain to mid back increases with deep respiration. At 1:15am on (B)(6) 2023, the patient went into cardiac arrest twice, and she was successfully resuscitated. Endotracheal intubation was performed, and post cardiac arrest, medications included vasopressin, neosynephrine, dobutamine, milrinone, epinephrine, angiotensin, fentanyl, versed, nimbex, heparin infusion, and an insulin drip. Despite multiple pressors, patient remained hypotensive. She was not tolerating supine position and oxygen saturations were in the 50s. Patient was paralyzed and proned with improvement in oxygenation. She was admitted due to cardiopulmonary arrest, acute respiratory failure with hypoxia and hypercapnia, severe sepsis with septic shock, diabetes mellitus with hyperglycemia, pneumonia, acute kidney injury, adrenal hemorrhage hyponatremia, hypomagnesemia, cad (coronary artery disease). Hx: anxiety, depression, coronary artery disease (cad), myocardial infarction (mi), blood clots including one intracardiac, long-term use of anticoagulant, hypertension (htn), pulmonary htn, diabetes mellitus (dm), smoker, drug abuse, medication noncompliance due to financial constraints. The targeted temperature management (ttm) protocol was initiated on (B)(6) 2023 due to cardiopulmonary arrest. Per order, the target temperature was 33c (standard target temperature), and nursing documentation recorded cooling at 33c. However, the doctors progress note stated the patient was warmed to 35c per request of the extracorporeal membrane oxygenation (ECMO) team. The primary temperature source was a foley catheter. The pad size used was large, but the lot number, number of pads used, and pad placement was unknown. The csv file was also unavailable. The patient remained in the prone position during treatment. The first documented temperature reading was 36.8c on (B)(6) 2023 at 6am, and the last documented temperature reading was 35.8 on (B)(6) 2023 at 10am. Skin integrity checks were performed hourly. Per integumentary assessment, the patient¿s skin of the upper and lower extremities noted: pallor, cyanosis, cool, central cyanosis, tight, clammy, intact. It was also documented that the patient¿s skin was kept moisturized, clean & dry. Per md progress note: the patient¿s skin was cool, dry, and mottled with no rashes, no lesions, and no wounds. On (B)(6) 2023, the patient was admitted to (B)(6) medical center as a transfer for profound shock and severe acute respiratory distress syndrome (ards) following a cardiac arrest x 2. She was transferred for consideration of ECMO, and she arrived intubated, paralyzed, and proned. She arrived on above max doses of epinephrine, levophed, vasopressin, and milrinone. Staff was unable to palpate distal pulses. Initial skin assessments noted the patient was grossly mottled across her back, bilateral lower extremities (ble), across the abdomen, and pelvis. There was diffuse macular/popular rash concerning for purpura fulminans over the abdomen, back, legs, which was concerning for disseminated intravascular coagulation (dic). The patient was on ECMO from (B)(6) 2023. The following skin assessments were recorded during the patient¿s hospital stay: (B)(6) 2023: skin assessments noted the following: patient had developed blistering on ble; cool, mottled bilateral legs, and abdominal blistering and purpura; diffuse macular erythematous rash with superficial skin ulceration to the abdomen. (B)(6) 2023: the patient was seen by the wound care team, and the following skin details were noted: maroon discoloration scattered across abdomen, trunk, groin and ble with multiple serous filled blisters some ruptured (partial thickness loss) consistent with evolving acute skin failure in setting of high dose pressor use. Silvadene ordered for topical treatment of open areas and interdry with silver to decrease bio burden and wick moisture without using adhesives. Topical af cream for barrier protection in vaginal area. Calazime for buttock/sacral protection. (B)(6) 2023: per progress note, partial thickness skin breakdown was multifactorial in setting of profound hypoperfusion, prone positioning, artic sun pad use. (B)(6) 2023: patient had a consultation for hypothermal injury, blistering, and skin slough. Skin injury, blistering, and epidermolysis was attributed to cooling pads. The following details were noted: patient had multiple areas of superficial partial thickness injury with some areas of indeterminate depth, possible full thickness injury. Recommend keeping wounds covered with silver sulfadizene cream 1% and covered with clean silver dressings. Do not let wounds dessicate. Plastic surgery consult recommended, but no surgery at this time. Advised to continue silver sulfadiazene and interdry supportive care. (B)(6) 2023: per progress note: skin sloughing with watery blisters and weeping diffusely-abdomen, backside, thighs, legs; no purulence or angry erythema; small eschar to nose; ischemic left thumb tip and toe tips; extensive skin necrosis, superficial-partial thickness epidermolysis; total body surface area (tbsa) 54%; wound care with silver sulfadiazine (ssd) 1% and silver dressings, dressings, frequent turns and pressure offloading. (B)(6) 2023: per progress note: about 5% of her burns had turned brown/leathery/full thickness; 50% tbsa partial thickness and 5% full thickness injury to bilateral/anteroposterior torso, thighs, buttocks, groins. Wound care plan remained the same. On (B)(6) 2023, the patient was transferred to (B)(6) medical center for management of burn wounds. Her admitting diagnosis was burns secondary to severe sepsis and artic sun use estimated to be 57% tbsa with 5% third degree. The patient went to the operating room (or) multiple times for staged reconstruction of her wounds, which involved wound debridement, skin grafts, and dressing changes. The patient remained at the facility until (B)(6) 2023, and she was discharged to an inpatient rehabilitation facility. Per follow up information received via email on 27-aug-2024, the facility's ((B)(6) medical center) assistant general council confirmed "arctic sun blanket" was referring to arctic sun gel pads.